Manufacturer narrative:
Product analysis the device was returned in a deployed state with the manifold safety locking pin mechanism loosened and a portion of stent observed to be exposed, the device was identified as 200mm from the strain relief, approx 9mm of the stent was exposed from the device, the device returned with no tip, upon visual inspection, it was noted that the stainless-steel push rod between the grip spaces was bent which indicates the excessive force used it was also noted that the nylon spline coming way from push rod a 20cc water filled syringe was used to flush the device through both the annual spaces, it flushed through both the spaces, an in-house 0.035¿ guidewire was used for guidewire loading check, and it was unable to advance through the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information stent was attempted to be deployed (over a plain wire) when it was in the patient at the desired location for deployment. Image analysis: two still angiogram images were provided for review. The images are photos of still angiogram images on a screen and are poor quality. The first image (547419) shows angiographic imaging of the diffusely mildly diseased right superficial femoral artery with branching collateral vessels. It is unclear if intervention has been performed before this image. The second image (547417) demonstrates angiographic imaging of the sfa more proximally with improved contrast filling. A guidewire is visualized coursing through the vessel in both images. It is unclear if intervention has been performed before this image. There are no detached components visualized within the superficial femoral artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a chronic total occlusion of the right mid superficial femoral artery with a calcified, fibrous plaque lesion (160 mm length, 50% stenosis, 6 mm diameter), the protege ef v10 stent would not deploy. The stent struts were barely exposed and had not begun to flower in the body, and the nosecone appeared to be missing from the stent. The nosecone was not located outside the patient. Runoff imaging was obtained without flow defect, and angiography was performed, though an image in the patient's body was not saved. The vessel was crossed and pre-dilated with a nanocross balloon, a spider fx was placed at the mid popliteal artery, and three passes were made with a turbohawk m device. The vessel was post-dilated with a pacific plus percutaneous transluminal angioplasty balloon, and the spider was removed. When the stent would not deploy, video assistance was sought. The stent was removed from the patient and deployment was attempted outside the body, but the stent could not be deployed. Much more of the stent was exposed after removal than was visualized on angiography. The technical staff stated confidence that the nosecone was in place when the stent was loaded on the wire. No future treatment was required, no sign of embolization of the nosecone and successfully deployed another stent (protege everflex 6 x 200 x 120 stent). No patient complications have been reported as a result of this event.